Event description:
New bottle opened and the smell of rubber was so strong that the user felt the need to wash it first. User washed it with warm water and then filled it with hot water. Within a short time the user was so overcome by the smell that they had to get the bottle out of the room. The residual smell on the user's hands and bed sheets was also so strong they had to wash their clothes/sheets and hands. The user called the MFR, who replaced the bottle. When the user opened the new package they noted that the smell was still quite potent but not as potent as the previous bottle. The user plans to replace the bottle with a different brand but questions whether it is a device problem or perhaps an allergy they have developed. They report never having had breathing difficulties such as this before.